Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed. The distal tip articulated without issue. A spybite was passed through the working channel without issue. A dimensional evaluation was performed. The distal cap meets the maximum tip diameter specification. A portion of the distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out; the working channel sleeve was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white area on the proximal end of the pebax. The complaint was consistent with the reported event of working channel sleeve protruding. Most likely, the defect was due to anatomical/procedural factors encountered during the procedure, therefore, the complaint conclusion investigation code for the working channel protrusion is operational context. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spycope ds was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spygglass procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was difficult to pass the spyscope ds through the ampulla. The spyscope ds was successfully inserted into the patient¿s bile duct. At this time, it was noticed that the working channel sleeve was protruding from the tip of the scope. Reportedly, no part of the device detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.